Manufacturer narrative:
The device was received not deployed. The download data shows that the device ran for 0 pulses and generated an 0x31 hazard alarm indicating command was received in an invalid pump state. No damages or defects were found that would cause the hazard alarm. The alarm caused the pod to not be able to start priming resulting in the needle mechanism not deploying. The exact cause of the alarm could not be conclusively determined.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.